Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel and the delivery system was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, mid left anterior descending (lad) artery the 3.0 x 15 mm xience prime stent was implanted; however, a proximal stent edge dissection was noted. An unspecified stent was implanted for treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.